Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per (B)(6), warranty replacement due to the rim control head piece comes loose while the patient is driving the chair and falls on the users head and the user cannot fix the rim due to patient is a quadropolegic.